Event description:
It was reported that the ventilator failed to deliver air. The patient subsequently exhibited signs of hypoxia and asphyxia. The issue was identified by clinical staff, and intervention with bag-valve-mask ventilation was initiated. The ventilator was turned off and restarted. Following the restart, the ventilator reportedly returned to normal operation and ventilation resumed. The final patient outcome was reported as no harm. Manufacturer¿s ref #: (B)(4).